Event description:
Engraving is missing from device. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in keil, germany indicate that this event would be attributed to a manufacturing error not detected by inspection.